Event description:
In summer of 1992 rptr developed asthma like symptoms at work as an rn in intensive care unit. Rptr was placed on steroid inhaler to control symptoms. In 9/95 rptr was diagnosed with a latex allergy. All powdered latex gloves were removed from environment. No problems until rptr was relocated in 3/98 to another unit where latex was not as well controlled. Rptr had 2 exposures in a weeks time. The second resulted in a lowgrade anaphylactic reaction requiring epinephrine administration and treatment with prednisone for 2 weeks.